Manufacturer narrative:
The MFR is attempting to acquire the product for further eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt used the modular belt to carry her equipment and when she bent over the system controller slid out of the belt and pulled on the pump's percutaneous lead causing damage to the percutaneous lead.